Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 115 mg/dl. The customer reported that most of the buttons of the insulin pump were unresponsive and stuck. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The act button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.